Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that on wednesday they turned the implant (ins) off using the white button on the controller at the request of the anesthesiologist for minor surgery; pt did not allege that the surgery was related to the medtronic device/therapy. Pt said that they turned the ins back on after the surgery, however they were unable to make the connection. Pt said that the device would then connect at good and then excellent but then the device would tell them to search for a connection. This was understood that the pt was referring to the connection between the equipment and ins when recharging the ins. Pt said that they had made several attempts and that they tried again this morning, however the issue was not resolved as they would see good and then excellent for maybe a minute or a few minutes and then the connection would be gone again. Pt said that they would readjust the recharger but once they did get a connection the paddle area where the device was on their body would heat up; pt clarified later on in the call after troubleshooting by stating that the recharger paddle would get very hot. Pt said that they had also taken the battery out of the controller. Pt saw no apparent damage to the equipment. Pss had the pt reset the controller; pt had difficulty removing the battery from the controller and reinserting the battery into the controller during the call. Pss had the pt unlock the controller and pt saw that the controller battery was at 100% and that the ins battery was 80%. Pt said that they were able to get the recharger in place long enough to recharge the ins to 80%. Pss had the pt initiate an ins recharging session and pt saw recharging excellent. Pt then said the recharging went to good and then poor recharge quality when nothing had moved. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755-s. Serial#: (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)). Revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.